Event description:
It was reported that there was a fracture near tip of catheter, noticed upon removal.

Manufacturer narrative:
A lot history review (lhr) of rex0457 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.